Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from company representative (rep) indicating that the patient had a seizure as they suffer from epilepsy

Manufacturer narrative:
Information references the main component of the system and other applicable components are: concomitant medical products: product ID: 8780, serial# unknown, implanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient in (B)(6) who was being treated with lioresal intrathecal (concentration: "3000"; dose: "1816"; lot # unknown). The patient experienced a violent seizure and the catheter was pulled out from the intrathecal space. It was noted that the seizure was a factor that may have led or contributed to the issue. Surgical intervention was required as a result of the event; on (B)(6) 2016, the patient was taken into theatre following the seizure, the catheter was explanted and a new catheter was implanted and connected to the pump. As of the date of this report, the issue was resolved. The explanted catheter was discarded and they did not suspect product fault.